Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient submitted to embolization of the ophthalmic segment of the right internal carotid artery. Selective catheterization was performed using navien's advanced intracranial support catheter. The microguide was advanced distally to the dilation and posteriorly the marksman microcatheter distally. Irrigation of the pipeline stent in the y connector was initiated. The system was advanced in a delicate manner and it's disconnection was observed at the inlet of the microcatheter. Three attempts were made to change the system, however, all attempts were unsuccessful. The procedure was aborted for surgical time and rescheduled. The pipeline was not used for an indicated that is not approved (off-label). The pipeline and any accessory devices were prepared as indicated in the IFU. There were no patient symptoms or complications associated with this event. It was unknown if a dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic segment of the internal carotid artery with a max diameter of 3.8mm and a 4.5mm neck diameter. It was noted the patient's vessel tortuosity was normal.